Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop events were confirmed via evaluation of the submitted log files. The submitted log file contained data spanning from (B)(6) 2021. There were two pump stop events with corresponding low speed advisory, hazard and low flow hazard alarms. It should be noted that these events occurred while the patient was supported by the power module. Based on heartmate ii complaint history and similar reported events, the data captured in the log file is consistent with potential driveline damage; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted x-rays revealed an area of metal braided shield thinning, but were inconclusive for wire damage. The patient was noted to be stable and is discharged on an ungrounded patient cable. No further related events have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 2-12 states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline disconnected, driveline fault, low speed advisory, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿. Pages 20 and 131 state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. Tables 9 & 10 of this document list all system controller alarms and the appropriate actions associated with them. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the intensive care unit on (B)(6) 2021.

Event description:
It was reported that the patient presented to the clinic with two pump stop events. The log file captured pump stop events on (B)(6) 2021 and (B)(6) 2021. Both events occurred while connected to the power module. The patient reported using the grounded cable instead of the ungrounded cable. The cause of the pump stops was though to be from a possible area of concern in the internal driveline. A picture of the patient's driveline showed an area with a thinner shield. There were no plans for further driveline repair. The patient was stable and was discharged on an ungrounded cable.